Manufacturer narrative:
Reliability analysis was conducted on one opened/used glucose sensor and sensor passed with accurate readings.

Event description:
Customer reported that he has been receiving calibration errors and change sensor alert and had to remove the sensor on the fourth day of use; customer stated it was not bent. During troubleshoot; alarm history on insulin pump was verified and it showed lost sensor, calibration errors and change sensor. Customer stated the alarm occurred after initialization and that he calibrates when glucose is stable. Blood glucose reading 68 mg/dl; customer stated his blood glucose was low due to yard work done. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.